Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
The complainant reported a (B)(6) year old male presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp device. During support, the patient exhibited signs of hemolysis via hemolysis blood test results. The device was repositioned, however, hemolysis continued. Ultimately, the patient was delivered continuous renal replacement therapy to treat the suspected hemolysis. The patient's support continued, thereafter, until device was explanted. The patient had planned to receive a permanent left ventricular assist device, however, we were unable to gather further details after the device was explanted.